Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive and the screen appeared to "have liquid inside of the pump's display". Customer confirmed that liquid was not insulin. Customer¿s blood glucose level ranged from 260-323 mg/dl. The customer reverted to an alternate method in insulin therapy.